Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped due to sinus node dysfunction and first degree heart block. The rv lead was capped and replaced. It was further reported that the patient had been experiencing pain in implant site for approximately six months and approximately three weeks ago the pocket reddened and the patient was complaining about site irritation and scratching. Infection was suspected and the capped rv lead was removed. No further patient complications have been reported as a result of this event.